Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for myodystonia. It was reported that the patient went to the hospital 2 months after implant of dbs and found the lead in their body was broken. At the time, the curative effect was not good, and treatment was stopped in 2012. The product remained in the patient and was not explanted. It was unknown if there was more than a 50% reduction in symptoms. It was unknown if any troubleshooting was done at the time. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) clarified it was the extension that was broken.